Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 29-may-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. It was reported the healthcare provider (hcp) had accidentally cut the spinal portion of the catheter during a different procedure so now they needed to revise it. The rep was inquiring what kits to use to splice and what to use if they needed to add catheter length to the existing catheter. The information was reviewed. The rep was unable to provided any further information at this time since they were in the operating room (or). The rep was to follow up with the hcp. The event date was (B)(6) 2019. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on 2019-sep-12 clarified the doctor was explanting the pump due to an infection but was wanting to preserve the spinal segment of the catheter for when the infection cleared, and patient received a new pump. He accidentally cut the catheter when opening up the back, so a revision kit was needed to have enough length to tie off the catheter. The patient was on antibiotics for the infection. The cut catheter had no impact on the patient outcome or removal of the pump. The catheter that was not left implanted was discarded by the operating room (or) staff. The patient¿s weight at the time of the event was unknown. Additional information was received from the rep on 2019-sep-23 indicated the pump was not returned as it was discarded by the hospital. The initial reported information was provided. No further complications were reported/anticipated or expected.